Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was noted the patient was in the hospital with the pump infected at the incision site. It looked to be a dehiscence at the area of the pump apex (near the catheter port). The pump was explanted on (B)(6) 2019 and the return status was unable to be determined. The customer was notified the product should be returned. It was unknown what caused this event and there was no further information. On the date of this report, the pump was reduced to minimum rate per the request of the doctor for explant on (B)(6) 2019. The rep was not scheduled to be present during the explant. It was reported the issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were unknown (legal/confidential reason). No further complications were reported or anticipated.